Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving unspecified reading on her adc blood glucose sensor that was higher than she feels. The customer self-treated with ¿too much insulin¿ and had to be taken to the emergency. At the emergency, the customer was treated with glucose and IV fluids and subsequent readings of 4 mmol/l and 8 mmol/l were obtained half an hour after treatment and no further treatment was rendered. There was no report of death or permanent impairment associated with this event.